Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a shortcut of the charged coupled device cable causing the image to disappear during angulation in upward/downward direction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had no image when using angulation. There were no reports of patient harm.